Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The device was tested with olympus equipment and the evaluation confirmed reported complaint of broken electrode. Visual inspection showed the cutting loop was missing from the device and it was not returned. Further investigation showed signs of charring stains on the blue and yellow posts. This type of electrode damage is likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined at this time. If additional information becomes available or the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the physician was cutting tissue when the resection loop broke off and fell inside the patient's bladder. The bladder was irrigated and the fragment was flushed out. Another similar device was used to complete the intended procedure. There was no patient injury reported. No further information was provided.